Event description:
It was reported that unknown patient is on life support and in a medically induced coma. It is unknown if this event is vns related. The report was received from social media monitoring affiliate that amy reed left the following comment on (B)(6) in relation to vns: "works for some but not all. My brother has had his over 5 years and it was tuned up 2.5 the highest is 3. And he's right now in the hospital on life support and they induced him into a medical coma." Follow up communication attempts with the reporter for further information have received no response. No other relevant information has been received to date.